Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to the constrained liner dissociating from the acetabular shell (surgeon reported patient non-compliance as a likely factor). The constrained liner and femoral head were revised to an mdm metal liner, adm/ mdm poly insert, and a new femoral head. Rep confirmed there were no allegations against the femoral head, and that no further information will be released by the hospital or surgeon.